Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left c7 with a max diameter of 3.4 mm and a 2.1 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed contrast agent retention within the aneurysm. It was reported that for multiple intracranial aneurysms, a ped was used to cover the aneurysms. The distal end opened normally, but when deploying to the middle segment, multiple attempts were made to push and pull, increase and decrease tension, and swing, yet it could not be opened. After replacement of a new stent, it was successfully opened. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was not stuck in the capture coil. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal sections were found to be open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at middle section¿ was not confirmed as the braid's distal, middle, and proximal sections were found opened and frayed. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates it as a potential cause. In this event, the tortuous vessel and the damaged braid may have contributed to the failure to open in the middle. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The suspected reason for the failure to open is that the vessel at the intended stent deployment site is too tortuous. Despite multiple adjustments by the operator, it could not be opened.